Event description:
New information indicates that the patient presented in the clinic. Programming changes were made to address post-paced t-wave oversensing (pptwos) on the implantable cardioverter defibrillator (ICD).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). No further information was received.